Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: investigation revealed that when the pump was powered on, the display was found to be dim, faded and discolored. Unrelated to the display issue, evaluation revealed that the audio bolus button cover was detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/25/2015.